Event description:
The device¿s previous manufacturer, invacare, contacted ventec to report that an individual had passed away, and indicated that they may have been on the oxygen concentrator at the time of their death. Invacare advised ventec that local authorities have requested that invacare examine the device for any faults or issues, and to determine if there was any oxygen left in the tank. The local authorities did not provide any further information on the circumstances surrounding the individual's death, nor did they provide the date that the patient died. As a result, section b2, date of death, shall be left blank. Invacare did advise ventec that local authorities told them, ¿the patient had died of natural causes and equipment not part of the investigation.¿ no details about the patient were provided.

Manufacturer narrative:
H6: this device was manufactured and placed into commercial distribution back in january 2012, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ the device has not been returned to ventec for evaluation. As of this writing, there has been no specific allegation of a device malfunction, nor has there been an allegation that the device use caused or contributed to the patient's outcome. The previous device manufacturer, invacare, is investigating the reported event. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the previous device manufacturer, invacare, later confirmed that the date of the patient¿s death was (B)(6) 2024. Additionally, the patient was a female. Sections a3a, sex, and b2, date of death, have been updated accordingly. The invacare® perfecto2¿ oxygen concentrator was not returned to ventec (react health) or invacare for an evaluation. The investigation performed by local authorities and invacare determined that the invacare® perfecto2¿ oxygen concentrator did not contribute to the patient¿s outcome. Local authorities advised that when the deceased was found, "her breathing apparatus was again not on her face" and the coroner concluded that the patient had died of natural causes. No further details were provided. The invacare® perfecto2¿ oxygen concentrator user manual states the following [p.4]: ¿danger! Risk of injury or death: this product is to be used as an oxygen supplement and is not intended to be life supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. Do not use in parallel or series with other oxygen concentrators or oxygen therapy devices.¿ the invacare® perfecto2¿ oxygen concentrator was examined by the local distributor who confirmed proper device operation through functional and performance testing. There was no evidence of a device malfunction. [Section h6 health effect, clinical code, states 4581 (appropriate term / code not available) as no other term appears to adequately fit this reported event. Ventec suggests that "death" be added as a term for situations where the patient is deceased, and no clinical signs, symptoms or conditions have been reported.